Event description:
On (B)(6) 2013, the reporter contacted animas stating that the meter read "high" and that the patient experienced symptoms of moderate thirst. The patient reportedly was not tested for ketones. The reporter stated that earlier during the day she had issues with priming the pump and even after replacing the infusion sets and using different cartridges she still had issues with priming. It was noted that the reporter tried to replace cartridge and the infusion set again and she realized that she accidentally used an old cartridge. The reporter reportedly used a new cartridge from a different box and replaced the infusion set and she was able to successfully prime the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due to the allegation there may have been an issue with the cartridges from one of the boxes.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #2 correction: the date the returned cartridge was investigated by product analysis was (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings:no defect was found. Fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled normally and no difficulties were found filling the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.